Event description:
A surgeon reported the vitrector was wedged inside a malformed cannula during a procedure. Upon removal of the vitrector, the pt experienced a superior retinal tear requiring endolaser and air fluid gas exchange. The pt is noted as ¿still recovering¿ and the outcome is unknown at this time. Additional information has been requested.

Manufacturer narrative:
No sample was returned for evaluation. Therefore, the condition of the product could not be verified. The device history records could not be reviewed because the customer did not provide a component lot number. The root cause could not be determined. (B)(4).